Event description:
The knot is not sliding properly which is breaking the suture. Additional information confirmed that the t's do remain in the patient unsupported by suture. The issue caused the surgeon a delay of 30 minutes. The surgery was finished with the use of additional fast-fix devices. Further information confirms the surgeon was using a contralateral approach to the red area of the meniscus in order to repair a lateral tear. The t's were placed 6mm apart. No patient injury resulted.